Event description:
It was reported that the patient¿s blood glucose level rose to 400 mg/dl (22.2 mmol/l) for an undisclosed time wearing the pod. The reporter stated there was a problem with the omnipod 5 system, possibly the personal diabetes manager, which resulted in the patient being diagnosed with diabetic ketoacidosis. The reporter stated that the patient went to the hospital to seek medical attention on december 02, 2025. There were no further details provided related to symptoms and treatment. Follow up is being conducted to obtain additional information.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.